Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the lighting failure occurred due to the use of a non-recommended lamp. This issue is addressed in the instructions for use (IFU): "never use a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction and/or fire."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported phenomenon was confirmed; however, an equipment failure associated with the problem was not identified. Per the instructions for use, "if the examination lamp fails and the emergency lamp lights up, turn off the light source, and then light up the examination lamp again." The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp would not ignite when switching from the emergency lamp back to the main lamp unless the unit was powered off and back on or if the lamp door was opened then closed. The problem was first identified during preparation for use. The intended procedure was completed with no delay using another light source. It was reported there was no patient injury that occurred, associated with the event.